Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm. The customer also reported that they had unresponsive button. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump error 63 was present in the format history file due to moisture damage on the traces of the keypad assembly. The pump had intermittent button response on the down arrow, left arrow and back buttons due to moisture damage on the keypad traces. The pump was received with air leak during leak test at the battery tube area. The pump had a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, damaged keypad overlay texture, a peeling end cap address label, moisture damage on the force sensor assembly and moisture damage on all electronic assemblies.